Event description:
It was reported that a customer experienced a malfunction in their pump, which kept displaying an error message every sunday. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset on their own, resolving the issue, and was advised by technical support to call back if the malfunction recurred. It was mentioned that efforts were being made to ship a new pump to the customer.